Event description:
During a laparoscopic gastric bypass procedure, the long 45a would not open the stomach after the second firing of the six-row blue cartirdge. Physician closed the stapler, fired the stapler and felt and heard a crunch. She hit the release button and the handles opened. However, the jaws remained closed on the stomach and would not release. It appeared that the instrument was broken at the articulation joint. To get the stapler off of the stomach, the case was converted to an open procedure. They cut out the stapler with another long 45a and completed the case open. The pouch may be smaller then normal because they had to cut the defective stapler out. Two hours additional time was added to the procedure.